Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 577 mg/dl. The customer was treated with insulin pump. Customer's other blood glucose was 300 mg/dl, 333 mg/dl, 313 mg/dl, 431 mg/dl, 495 mg/dl, 512 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that self test and displacement test was passed. Customer states that insulin pump was not working right. Based on customer report customer does not allege was under delivering. The insulin pump will not be returned for analysis.